Event description:
The report received from the USA stating that the device was "heating up". The device was being used during a microdiscectomy. There was no reported patient or user injuries. There was no additional information provided.

Manufacturer narrative:
The device was received by anspach. If additional information is received, a supplemental report will be sent.